Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge and resume insulin delivery.